Event description:
Per the clinic, the patient reported experiencing pain and had a decrease in performance. The results of an integrity test in 2009 indicate multiple electrode anomalies. The results of a CT scan indicate the device was placed outside the cochlea.patient was explanted at about one month later, and the patient was reimplanted with a new device during the same surgery.